Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but photos and images were provided which summarily depict a partially deployed stent which still has the guidewire running through the delivery system. This leads to confirmed results for partial deployment. Based on information available and analysis of the provided photos and images, the investigation is confirmed for partial deployment. A definite root cause of the reported incident can not be identified based upon the available information. The intended placement of this stent in the venous system represents off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to device warnings, the instructions for use states "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035" (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. (Expiry date: 05/2023).

Event description:
It was reported that during a stent placement procedure to treat iliac vein stenosis, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.